Event description:
A patient treatment plan was loaded on the varian treatment console with 3 fields. The 2 first fields were correctly treated. The third field was planned in eclipse and rt chart with a motorized wedge with the following: total mu: 178, wedge mu: 70. The vt elekta displayed total mu: 178 and wedge mu: 0. The user knew this was not correct but decided to treat, thinking this may be corrected during treatment. The vt elekta delivered 125 mu without wedge. The user stopped the treatment and called the physicist. The delivered 125 mu was not recorded back to aria. The physicist checked in rt chart and eclipse; the field was correctly planned. She re-loaded the session on the vt elekta. This time, the mu were correctly displayed.

Manufacturer narrative:
Although still under investigation, varian has determined that an MDR is appropriate, as this possible situation, should it recur, could potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation. (B)(4).